Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax) upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 51-year-old female patient with a past medical history of a prior coronary artery bypass graft (CABG), coronary artery disease (cad), and diabetes. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). Prior to the arterial dilation, the physician stated that one of the pre-closure devices failed to deploy and elected to place a third device. The site was dilated and the device was implanted per recommendations. Post-procedure, the device was weaned and explanted successfully. The 3 proglide sutures were tightened and locked per the md. Light manual pressure was applied for 10 minutes. Distal pulses were checked by staff with +2 dp / pt pulses. The patient was taken to the post-op management unit. At 3pm, the patient's groin was noted to have no issues and +2 pulses to pt/dp. At approximately 4pm, the patient noted severe pain to her right lower extremity. Pulses were no longer palpable. A CT of her rle was completed showing distal occlusions to the rsfa. Physician stated the occlusion is likely due to the perclose deployment, but unsure why the delay in presentation. It was reported that an or procedure was completed that showed no occlusion to the vessel. The physician noted that the perclose was not the case of any occlusions and the noted occlusion on the CT was pre-existing and distal to the site. They stated that the leg was never ischemic and perfusion was not interrupted. The post-procedure outcome is survived at explant. The reported limb ischemia is most likely due to pre-existing vascular disease.